Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. Chr showed no other similar product complaint(s) from this lot number.

Event description:
Pt's fingers turned blue one day after product was placed. Pt's fingers looked like they were 'rotting'.